Event description:
It was reported that before use of the bd¿pegasus ¿ bl prn-cap y non-pvc 2 boxes of products are mixed with expired medium-package samples after unpacking, a total of 150 (6 boxes) foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's found that 6 shelf boxes of lot 6048026 were mixed into two cartoon boxes of lot 83225762.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8325762. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Our quality engineers have determined that the two and half year gap between the manufacture of each lot, coupled with site-clearing practices between manufacturing runs indicate that the root cause for this event does not originate from the manufacturing process. Unfortunately based on our observations, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿pegasus ¿ bl prn-cap y non-pvc 2 boxes of products are mixed with expired medium-package samples after unpacking, a total of 150 (6 boxes). Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's found that 6 shelf boxes of lot 6048026 were mixed into two cartoon boxes of lot 83225762.